Event description:
Caller reported seeing cgm error 42 multiple times but did not reset pump in the last 24 hours for this error. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump with updated software, advised customer on steps for using the replacement, confirmed the shipping process, and instructed the return of the faulty pump using a pre-paid ups label. Customer understood and acknowledged all instructions.